Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although no culture results were provided, the patient stated that she did not cover the heating vents prior to completing pd therapy resulting in the peritonitis. It is recommended to have all types of fans turned off while connecting and disconnecting from treatment in order to prevent the spread of germs. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. The patient moved and did not cover the heating vent which patient said caused the infection. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: h.8.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. The patient moved and did not cover the heating vent which patient said caused the infection. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. The patient moved and did not cover the heating vent which patient said caused the infection. Attempts to obtain additional information were unsuccessful.